Manufacturer narrative:
The returned devices were misago 2 (actual misago) and r2p slenguide (actual slenguide) and they had been combined. The actual misago: appearance confirmation: the thumbwheel had been unlocked. The stent was deployed approximately 20 mm. No anomaly was found in other stent struts. No detachment was found at the fixed part of the release wire. No anomalies such as kink or crush were found on the shaft. No anomalies such as kink or fracture on the release wire inside the actual misago. No anomaly was found in the winding condition of the release wire at the handle. After confirming the release, the entire length of the stent deployed with 19 clicks. The stent was elongated by approximately 2 mm, but no major deformation was observed. The distal tip had been abraded. It was inferred that some hard object (e.g., stent) came into contact with the involved part. The sheath had been abraded. It was inferred that some hard object (e.g., calcified lesion) came into contact with the involved part. No anomaly such as deformation was found in the inner shaft where the stent had been mounted. Dimensions: the outer diameter of sheath: it met the factory's specifications. No anomaly was found. The outer diameter of the shaft: it met the factory's specifications. No anomaly was found. No anomaly was found in manufacturing records and shipping inspection records no other similar report was found in the past complaint file. The actual slenguide: appearance confirmation: no anomaly such as a kink or crush was found over the entire length. Product structure of misago 2: this product has a structure in which the stent self-dilates by turning the thumbwheel (winding up the release wire connected to the sliding part) and pulling the sliding part into the proximal side. Simulation test: assuming that the stent was ejected by turning the thumbwheel with a load applied to the sliding part (sheath), the following simulation test was conducted. 1. A factory-retained misago was inserted into the lower limb vascular model, and the sheath was tightened with a tie band to simulate a stenosis. 2. When the thumbwheel was turned with under the condition of 1, the sliding part was prevented from being pulled into the proximal side, making it difficult to deploy the stent. 3. As a result of removing misago under the condition of 2, the sliding part was released from the tie band, which pulled the sliding part into the proximal side, causing the stent to be ejected. The situation was thought to be similar to that of the actual device. Based on the investigation results, as one of the possibilities, it was inferred that this case was caused by the following mechanism. 1. When deploying the actual misago at the lesion, the sheath was caught on the stenosis, preventing the sliding part from being pulled into the proximal side. 2. It was continued to deploy under the condition of 1, the sheath was pulled out of the stenosis for some reason, causing the stent to be ejected. Relevant instructions for use (IFU) reference: "do not remove the delivery catheter until the stent has expanded sufficiently. (The stent could move from the desired position.)" "Securely fix the delivery catheter so that it does not get drawn forward. (The stent can be compressed if the delivery catheter is drawn forward in reaction to resistance on the sliding part from vessel occlusion or tortuosity." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the reported information. During endovascular thrombectomy (evt) via a transradial approach (tri), an attempt was made to deploy the device the external iliac artery (eia). However, a jumping phenomenon was observed, preventing successful deployment. The device was subsequently retrieved, and the approach was changed to femoral access. A balloon-expandable stent (bms) from another company was then implanted, and the procedure was completed successfully. There was no harm to the patient.